Event description:
The customer reported that the 840 ventilator was displaying an error code. The malfunction occurred during patient use. The patient was removed from the device. Here was no injury reported to the patient. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the backup power supply (bps) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).